Event description:
The product was returned for analysis after 29 months implant duration. Information received indicates that both ins devices were changed out due to no telemetry from the unit in this report. The report shows the patient had experienced a "physical shock" or trauma when they accidentally collided with a pedestrian. No additional information is available. The product was explanted in 2006 and was sent to the manufacturer for analysis.

Manufacturer narrative:
Preliminary device analysis is complete. Results of visual inspection of the hybrid and battery found the epoxy bond broken between the hybrid circuit and the battery terminals. The returned ipg battery was found to be depleted and suspected to be normal depletion. During destructive analysis testing, the #3 feed thru was found to be leaking; the feed thru-seal was non-hermetic/defective. The ipg will undergo additional analysis of the #3 feed thru anomaly. Device service life was 29 months. A follow-up MDR will be sent to FDA when additional results are available.